Event description:
On (B)(6) 2012, the patient claimed she was hospitalized for dka with a blood glucose reading of 525 mg/dl. After her hospital admission, the patient changed her site and noticed the cannula was bent. The animas representative corrected the patient's technique when it was discovered that the patient was putting the tubing into the side notch before cocking needle into place and advised the patient to follow-up with her educator/hcp. This complaint is being reported possibly due to use error and because the patient was hospitalized for dka while on the insulin pump therapy.

Manufacturer narrative:
Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint noted in the alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.